Manufacturer narrative:
Initial reporter facility name: hôpital (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "a bit of blood" was drawn up into an unspecified extension set with filter. The issue was identified during treatment with chemotherapeutics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: remove reference to "unspecified" set as the set was known. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.